Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding migration of a device that may or may not have been a microvascular plug (mvp) device. The information came up during a workshop when a rep was speaking about how it is important to use correct size microcatheter as indicated in the instructions for use (to help prevent migration of device) when an attendee stood up stating that they have seen a case where this has happened. The rep was not able to get anymore information on this and was not able to confirm if the attendee was referring to an mvp or another device, but decided to report the incident to be proactive. No other information will be available.